Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion and infection. Reportedly, the right ventricular (rv) lead was found to be eroding at the clavicle. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead tip was fractured during the extraction and was retained in the rv apex. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.